Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the video system center became noisy. The issue was found during a therapeutic urological laparoscopic procedure that was completed with an olympus back-up device. There were no reports of patient harm.